Event description:
A distributor of infutronix received a complaint from a patient, who reported a leaking adminstration set. Patient was instructed to turn off the pump, but refused to do so. Healthcare professional was contacted, and they indicated the leak was "around the filter". Device operator was the patient. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device has been discarded.